Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/12/2016 that on (B)(4) 2016, loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. The transmitter was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. The global transmitter final functional test was performed and resulted in a failed transmitter. A voltage test was performed and passed. The customer complaint of loss of transmitter failed error was confirmed. The root cause was determined to be a failed transmitter.